Manufacturer narrative:
The evaluation is currently under way. A follow-up report will be initiated when the evaluation is complete.

Event description:
Incident occurred over a weekend from (B)(6), 2010. Pt rcvd 4x the amount of the drug argatroban. Drug library set to infuse 11mls per hour. Pt was to receive one 250ml bag of argatroban, however, received 3-250 ml bags. Nurse noticed dripping faster than it should be and pump was quarantined and sent to an independent biomed company which tested the pump 3 times for volumetric error and the pump was fine. No harm to the pt.